Manufacturer narrative:
An event of "mild aortic insufficiency and moderate stenosis" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2008 a 23mm trifecta valve was implanted. The patient was admitted on (B)(6) 2017 for dyspnea. The echo report shows mild aortic insufficiency and moderate stenosis (mean gradient 32). On 10 november 2017, additional information was received that on (B)(6) 2017, the patient underwent a valve in valve procedure with a medtronic evolut valve for suspected bioprosthetic valve degeneration with predominant insufficiency and stenosis. (Patient study ID: (B)(6)).